Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. An otw graftmaster was being advanced to treat the perforation; however, the stent delivery system could not cross the lesion. The device was removed and an unknown balloon catheter was inflated to successfully seal the perforation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.